Event description:
The customer reported that all hosts are in local mode and failed to reboot. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation

Manufacturer narrative:
The philips remote service engineer remotely accessed the primary server to determine the reason why the pic ix application on server would not run, and why server reboot continuously. As it was noticed that the patient monitoring services were stopped, which explains why all unit hosts were in local mode. The rse advised this to possibly be a operating system (os) or software (sw) application issue-if not a hardware (hw) issue with the primary. The full os/sw may need to be reloaded. Per resolution, the field service engineer had to reload entire server os and application and configured server using the archive. System is back up and functional. Based on the information available and the testing conducted, the cause of the reported problem was a software configuration issue. The reported problem was confirmed. The device was operational after the software was reloaded and reconfigured. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.